Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20: the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and/or require intervention include stent graft: occlusion, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture).

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). This procedure was performed as a part of a staged procedure to expand the true lumen in the descending aorta but not to cover the primary entry tear. Two ctag acs (proximal tgm282810j, distal tgm282815j) were successfully implanted. The proximal end was intentionally placed to partially cover the left subclavian artery (lsca). Angiography showed blood flow into the lsca was delayed but blood flow into the left arm was intact; therefore, it was judged that there was no problem with blood flow into the lsca. The patient tolerated the procedure. On (B)(6) 2023, secondary procedure was performed as planned. A non-gore fenestrated device was planned to be placed proximal to the previous ctag acs in order to cover the primary entry tear. However, it got stuck around the distal aortic arch and was unable to advance to the targeted area. Therefore, the procedure was changed to 1-debranching tevar and an additional ctag ac (tgmr313115j) was implanted instead. On an unknown date, stent fracture of the tgm282815j was found on CT scan. The partial uncovered stent was fractured and hung down from the proximal end to the distal site. Also, the CT scan showed a distal stent graft-induced new entry (d-sine). On (B)(6) 2023, reintervention was performed as treatment. Two additional ctag acs were placed to fix the broken stent and cover the d-sine. The patient tolerated the procedure. The reporting physician commented as follows: in the secondary procedure, a guidewire passed through inside the partial uncovered stent of the tgm282815j, and the delivery catheter of the fenestrated device was forcefully pushed without noticing that. This is considered as the cause of stent fracture.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.